Event description:
Customer states "sparked at the switch, smelled like burning plastic and was smoking" product was returned for investigation. An investigation was done into the customers complaint, and the inspector could not find any type of defect with the pad. The product was tested on three separate occasions by a quality control technician, and the pad was heating (150-165 degrees f) and functioning properly. The product was approx. 34 years old when the incident occurred. No defects were found in the product.